Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of ranging from 400 mg/dl to 500 mg/dl. The customer did not report symptoms related to high blood glucose. The customer stated that the insulin pump received insulin flow blocked alarm. Insulin exited. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.